Event description:
It was reported that a dissection occurred. The target lesion was located in the mid right coronary artery. During percutaneous transluminal coronary angioplasty (ptca), a 2.75 x 20 synergy was deployed. After deploying, a non-flow limiting dissection was noted and covered with a 2.25 x 12 synergy. The procedure was completed successfully and the patient was stable.